Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited a decrease in pacing impedance and an increase in capture threshold. An x-ray revealed that the lead had microdislodged due to the patient having twiddlers syndrome. The lead was repositioned without complications.